Event description:
The patient reportedly experienced sound quality issues and overly loud stimulation. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. Testing confirmed that the device is not functioning properly. Surgery to explant the patient's device will be scheduled.